Event description:
Event: ipsilateral attachment system failed to deploy. Case detail: it was reported that the ipsilateral attachment system failed to deploy when the number four pull ring was retracted. While separating the delivery system catheter handle from the device ipsilateral attachment system deployed. The surgery was completed without further incident, and the graft was implanted successfully.